Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the fluid path found the soft cannula to be torn and shortened, measuring 0.8315 inches. Fluid was unable to flow through the complete fluid path due to the shortened cannula. The timing and cause of the damage to the soft cannula could not be determined. The download data contains no timeouts or drive stalls. The download data showed that a 0x1c expiration alarm was generated by the pod after 80 hours of operation. Inspection of the phb data showed that the final portion of the pods run the egv's were at -1 to -2, indicating that the pod lost connection with the cgm. However, despite the signal lost, the pod was continuously delivering insulin until its expiration time. The phb data showed that the agc algorithm appropriately adapted to changes in egvs and user inputs. Damage to the housing vent was observed. The timing and cause of this damage could not be conclusively determined.

Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient was able to change the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.